Event description:
An overdose was reported. The patient had experienced over-dose type symptoms following a refill session. Per the reporter 2 out of the last 3 refills the patient had over-dose type symptoms-15 minutes following the refill. Both times the patient was sent to the emergency room and narcan was given. After one of the incidents the patient was brought back and 1.5ml's less of drug was aspirated than what was thought to have been instilled into the pump. It was later indicated that as far as the reporter knew there was no volume discrepancy. The pump delivered fentanyl. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: unknown. (B)(4).